Manufacturer narrative:
A spacelabs healthcare product support specialist (pss) reviewed logs collected from the host xhibit telemetry receiver (xtr) and found that on (B)(6) 2022, the device lost power from 13:05:10 to 13:05:59. Investigation findings were shared with the customer and additional information was requested but no response has been received. Should any additional information become available, a supplemental report will be submitted in accordance with cfr 803.56.

Event description:
Spacelabs healthcare was notified that an xhibit telemetry receiver (xtr) dropped offline for about one minute. There is no patient harm reported with this event.